Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: gleich, j. Et al (2021), inferior outcome after unstable trochanteric fracture patterns compared to stable fractures in the elderly, journal of clinical medicine, vol. 10 (171), pages 1-9 (germany). The aim of this retrospective single-center study is to evaluate the impact of the fracture pattern in trochanteric fractures on postoperative mobility and complications. Between january 1, 2014 to december 31, 2014, a total of 92 patients with a mean age of 84±7.00 years were included in the study. These patients were divided into 3 groups (I: stable patterns, ao 31a1.2/3; ii: unstable trochanteric patterns ao 31a2.2/3; iii: unstable subtrochanteric patterns ao 31a3.1-3). Surgery was performed using the proximal femoral nail antirotation (pfna, depuy/synthes, umkirch, germany). The mean follow-up period was unknown. The following complications were reported as follows: group I: the one-year mortality rate is 24%. 32% of the patients were readmitted due to refracture and other medical reasons. Group ii: the one-year mortality rate is 36%. 48% of the patients were readmitted due to refracture, reoperation and other medical reasons. 10% of the patients were reoperated. Group iii: the one-year mortality rate is 21%. 55% of the patients were readmitted due to reoperation and other medical reasons. 27% of the patients were reoperated. This report is for an unknown synthes pfna constructs. This is report 1 of 1 for (B)(4).